Event description:
Allergan received a report of a patient who was treated to the lower abdomen using one cycle of the cooladvantage plus, two cycles of the cooladvantage to the mid abdomen, two cycles of the cooladvantgae to the left flank and one cycle of cooladvantage to the right flank. Nine weeks post treatment, the patient returned for follow up and presented with enlarged hardened fat orientation in all areas treated, most visible on the right side of the lower abdomen. The doctor detects early signs of paradoxical hyperplasia and referred the patient for an ultrasound of the fat tissue which shows significant increase of fatty tissue in the area.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated to the lower abdomen using one cycle of the cooladvantage plus, two cycles of the cooladvantage to the mid abdomen, two cycles of the cooladvantgae to the left flank and one cycle of cooladvantage to the right flank. Nine weeks post treatment, the patient returned for follow up and presented with enlarged hardened fat orientation in all areas treated, most visible on the right side of the lower abdomen. The doctor detects early signs of paradoxical hyperplasia and referred the patient for an ultrasound of the fat tissue which shows significant increase of fatty tissue in the area.